Event description:
Patient underwent routine eye examinations for glaucoma, including stratus oct imaging. While undergoing the procedure,the patient complained of being bothered by the bright light emitted by the instrument during scanning. Shortly thereafter , patient had an episode of seizure described as disorientation, unresponsiveness, and muscle contractions without tongue biting and incontinence lasting approximately 45 seconds. Upon examination by a paramedic, patient was taken to an emergency room for further care. No untoward sequelae were noted after the incident.